Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated during daily wash, the instrument gave a pressure alarm 9005 error. The customer attempted to perform wash three times, all resulting with the alarm. The ccc had the customer reboot the instrument. The instrument gave a vacuum alarm 9034. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the vacuum pump and ran wash. The cse ran quality control (qc), resulting in range. The cause of the delayed patient stat samples is due to the malfunction of the vacuum pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported a delay to patient stat samples on their advia 1800 instrument. The assays / methods that were affected were not provided by the customer. The customer stated this caused a delay of two days. There are no known reports of patient intervention or adverse health consequences due to the delayed patient stat samples.